Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of the ultra fast fix was loose. Both implants were removed from the patient with tweezers. Surgery was resumed after a non-significant delay, with a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of the ultra fast fix was loose. Both implants were removed from the patient with tweezers. Surgery was resumed after a non-significant delay, with a smith and nephew back-up device. No further complications were reported.results of investigation found that t1 anchor was pushed behind the needle dimple.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The image also revealed the t1 anchor had been pushed backward beyond the needle dimple. No physical damage visible to imaged device. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were attached to the needle. The t1 anchor was pushed backwards beyond the needle dimple. No physical damage visible to the device. The suture knot was not loose. A functional evaluation revealed the device could not be functioned as intended. The suture knot moved as expected and was not loose. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.